Event description:
As reported, the sealant of a 6f mynx grip vascular closure device (vcd) did not deploy. There was no reported patient injury. The procedure was interventional with a retrograde approach, and hemostasis was achieved using a sandbag with 15 minutes of manual compression. The deployer was mynx certified. The femoral artery suitability was verified, the vessel type was arterial, and the device was used in the femoral artery with vessel diameter =5 mm, with no tortuosity and no presence of peripheral vascular disease or calcium at the puncture site. A 6f avanti+ cordis sheath introducer was used. The user confirmed the device was fully shuttled down, with no significant resistance during shuttling and no unusual force applied during sheath retraction. The device will be returned for evaluation.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Additional information is pending and will be submitted within 30 days upon receipt.